Manufacturer narrative:
UDI: (B)(4) . One (1) expedium si 5.5 7x80mm polyaxial screw ¿ top loading shank [product code: 1797-12-780, lot no: afjb7c] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the polyaxial screw broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw breaking postoperatively cannot be positively determined. However, the fracture analysis report indicated that the polyaxial screw exhibited evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported expedium rod was found broken, which was implanted on t7 to l5 as the 3rd revision performed on (B)(6) 2007. Also, the reported expedium (B)(4) screw was found broken, which was implanted on iliac as the 4th revision performed on (B)(6) 2009. Both of these implants were successfully removed on (B)(6) 2016.